Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From the logs we see the pump was physically disconnected from the phone. This could result from: bluetooth being turned off or losing connection, the pump moving out of range. User action or an application-trig4ered disconnection. When the app received triggers (e.g., bluetooth_on and bluetooth_permissions_granted) while the pump was in the unpaired state. This indicates a mismatch between the app's state and the incoming triggers. This might occur if the app or the pump failed to synchronize their states correctly after disconnection. To assist with the resolution of the issue, we provided helpline team with the following steps. Could you please work with customer to try the below steps and let us know if this workaround helps to resolve the issue for customer or not? If issue is not resolved, please work with user and share diagnostic logs. Please instruct the customer to approve the pairing in the system os pop-ups, and not move the application to the background during the pairing procedure. 1) disable battery optimization for the mmm app: long tap on the mmm app icon>>app info>>battery saver>>no restrictions. 2) clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap ""connections"">>tap ""bluetooth"">>tap the options icon next to the device (pump) you want to unpair>>tap ""unpair"">>confirm on the popup. 3) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). If the previous steps don't help: 1) clear bluetooth's data. Steps for samsung devices (may vary slightly for other manufacturers): open settings>>tap ""apps"">>tap the sort icon (the down arrow with three vertical bars)>>tap ""show system apps"">>tap ""ok"" and all the system apps will appear in the list>>find and tap the ""bluetooth"" app>>tap ""storage"">>tap ""clear data"">>tap ""ok"" to confirm. Note: clearing the data will reset the app to factory default settings. Any personal bluetooth settings saved on the app will be removed. 2) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). On some os versions (android 13+), the ""clear data"" button is inactive and cannot be pressed. In this case, and also if clearing bluetooth data did not help: 1) open settings>>tap ""general management"">>tap ""reset"">>tap ""reset wi-fi and bluetooth settings"">>tap ""reset settings"">>you may be prompted to enter your security credentials. Tap ""reset"" to confirm. Note: this will reset all wi-fi and bluetooth settings to factory default settings. All saved wi-fi and bluetooth connections and passwords will be deleted. 2) restart the phone and try pairing again. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). The issue was confirmed by analysis of the logs that were collected for the time of the event. The helpline informed us that the patient is unavailable to discuss the steps and asked them to close the ticket and they'll call back once they're available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.